Event description:
On 1/7/99, the facility's or dir informed the MFR's sales rep of the following: the wrong size introducer kit was packed with the device box. The introducer was too small for the catheter to be threaded through. The surgeon opted to use another MFR's introducer to complete the procedure. The hosp had one (1) more device, same catalog/lot number and requested the correct size introducer be sent to the facility. No further details were provided.